Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large needle driver instrument was analyzed and found to have a broken main tube approximately 0 inches from the distal tip. There might be smaller missing pieces that could not be measured in size. Components adjacent to this broken main tube show damage. The proximal clevis was dislodged as a result. Component adjacent to the large needle driver instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the large needle driver instrument was stuck in the trocar and the end of the instrument was offset. The procedure was completed with no reported injury.